Manufacturer narrative:
Additional information added to d10, h3, h6 and h10. H10: the device and two photos were received for evaluation. Visual inspection of the provided photos and the actual sample with the naked eye observed a black particle trapped between the pur block and the o-ring (seal). The particle was located outside the fluid path. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black foreign object was observed on a theranova 400 before use. There was no patient involvement. No additional information is available.